Event description:
It was reported while testing the unit at the user facility prior to a procedure, the attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported and no adverse consequences alleged with this event.